Manufacturer narrative:
Corrections made to section h6, h7 and h9.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal visual inspection was performed by the manufacturer. The manufacturer found grey dust-like contaminant on air outlet on rear panel, white powder contaminant on top of/in blower box and on/in blower, indeterminate beige powder contaminant around edges of air inlet, hair-like contaminates inside bottom enclosure. The maufacturer also found signs of liquid ingress on bottom of blower, black residue consistent with findings of keratin at blower outlet and on blower outlet seal. The device's downloaded event log was reviewed by the manufacturer and found one instance of error e-53 and one instance of error e-200. The manufacturer confirms the presence of white powder, contaminates consistent with keratin, and signs of water ingression within the airpath, which is likely of external original and not consistent with originating from a device failure. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. In the initial report b5 was mentioned incompletely which should have been. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of black particles. The patient also alleged symptoms of dry eyes and sneezing at night. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.